Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was at end of service (eos) level upon receipt. Electrical tests performed after replacing the battery revealed high drain current which was isolated to the hybrid. Further evaluation found an anomalous integrated circuit (ic) as the root cause of the high current which drained the battery prematurely, consistent with the reported event. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable throughout.